Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an un-witnessed fall at home. Hypotensive at emergency visit with acute kidney injury and was daily sed. Septic shock and lactic acidosis also noted. The patient expired secondary to acute respiratory failure from septic shock.